Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during manual pirme. Customer's blood glucose was unknown mg/dl. The troubleshooting was performed, customer was advised to try a new reservoir with current set. Customer stated that device did not alarm no delivery with manual prime. The customer was advised that by changing the reservoir it resolved the issue. Customer was advice to return the reservoir for anlysis and we would replaced it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.